Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 ) has been confirmed. As received, the trunk cable connector was damaged. Upon evaluation, the yellow (pgnd) wire and white pulse were open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption is communication is the open yellow and white wires in the trunk cable connector. The cause of the damaged wire is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified by was likely physical abuse. No adverse event resulted from the damaged electrode belt.